Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that it was discovered post operative that it was discovered the hydroset appeared to be "crumbled" and the surgeon will be performing a revision surgery.

Manufacturer narrative:
Additional information: in review of all obtained information, the root cause of the reported event could not be determined. However, post market surveillance will continue to monitor complaints of this type. H3 other text : not available.

Event description:
It was reported that it was discovered post operative that it was discovered the hydroset appeared to be "crumbled" and the surgeon will be performing a revision surgery.